Event description:
Procedure type: roux-en-y. According to the reporter: the orvil separated prematurely from the og tube while the surgeon was passing it down the patient's esophagus. There was an esophageal mucosal tear. The doctor placed a ng tube and a feeding tube. The surgeon eventually removed the orvil through the gastrojejuno anastomosis and then did a hand sewn anastomosis. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.